Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchek inrange with serial number (B)(4) compared to an unknown thromboplastin reagent laboratory method. The meter result at 8:00 am was reported to be 4.4 inr. Upon investigation of the meter memory, the meter result at 8:07 am was 4.9 inr. The laboratory result from a venous blood specimen at 9:00 was reported to be 3.1 inr. Upon investigation of the meter memory, the meter result at 9:17 am was 4.4 inr. The therapeutic range is 2.5 - 3.5 inr. The patient's target range is 3.0 inr. The interval of testing is every 1 to 2 weeks.

Manufacturer narrative:
The material related to this case will not be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Occupation is patient/consumer.